Manufacturer narrative:
The insulin pump was received with critical pump error open book image due to corrupted serial flash memory; the problem was isolated to the printed circuit board area 2. Unable to perform displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to critical pump errors. The insulin pump had scratched casing, pillowing keypad overlay and stained serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed for a critical error. The blood glucose reading was 7.4 mmol/l. It was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The insulin pump will be replaced and returned for analysis.